Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump¿s indication for use was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that the pump was empty. The reporter did not have access to an 8840 physician programmer. The manufacturing representative was told that the pump [had been empty] for some time. The manufacturing representative spoke with the hcp on (B)(6) 2017 and insurance would not cover replacing the pump because the pump still had 36 months left of life. The hcp asked if there were any other options for managing this patient. The hcp spoke with a [device manufacturer] engineer about the empty pump. It was unknown if the patient experienced any symptoms. The event date was unknown. Saline was placed in the pump to observe. There were no further complications reported.